Event description:
It was reported that an asymptomatic patient presented to clinic for a follow-up. Interrogation revealed that the device was in backup vvi operation. A software download could not be performed. Device replacement would be scheduled.